Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was low (44 mg/dl). Customer addressed low blood glucose by consuming a juice box. Customer is a new pump user. Healthcare provider recommended adjusting basal setting and correction factor to address the issue.